Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. The device was not returned to zimmer biomet for evaluation. The reported event was unable to be confirmed due to limited information received from the customer. The device history record was reviewed and no discrepancies related to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient was experiencing a slight burning sensation while using the bone healing system (bhs). The patient was using the device to treat a mid-patellar delayed union. The patient scheduled an appointment with her doctor. Attempts have been made and no further information has been provided.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Medical product: ebi bone healing system - catalog: #1068234 serial: #(B)(4). Therapy date: unknown. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is complete, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0002242816-2020-00079.

Event description:
It was reported that the patient was experiencing a slight burning sensation while using the bone healing system (bhs). The patient was using the device to treat a mid-patellar delayed union. The patient scheduled an appointment with her doctor. Attempts have been made and no further information has been provided.